Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump black box download confirmed that rebooting had occurred. A crack was observed in the battery compartment. The returned battery cap was found to be stripped and was unable to maintain an electrical connection. A test cap was inserted and a 29 hour flow accuracy test was performed. The pump was found to be delivering within specifications and no reboots occurred during the test.

Manufacturer narrative:
Follow-up # 2 (B)(6) 2011. Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter claimed that the patient's blood glucose reading elevated to "hi, above 600 mg/dl" after the pump had a power issue. Reportedly, the pump had been cracked for several months. The patient put a rubber band around the meter. On the day of the animas phone call, the pump would not power on. The reporter confirmed this was the first time the pump had the power issue. The patient was at school and reportedly did not realize the pump did not have any power. Her blood glucose subsequently read "hi." The patient switched to her backup plan and managed her diabetes with the insulin pen. Her blood glucose lowered to 400 mg/dl. The patient did not any symptoms of ketones and nausea or vomiting. She felt sluggish at the time of concern. This complaint is being reported because the patient reportedly had a hyperglycemic episode after the animas pump lost power.